Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Upgraded system software to 4.0.2. After software load the system passed all tests and was returned to service. A software investigation was also completed. This investigation was unable to determine root cause without further information since the analysis of the log file proved to be inconclusive. A full imaging system check-out was completed following the re-loading of software and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system gantry was unable to be moved in any direction, and the lift and shift function was not working. It was also reported that the lights on the gantry were not illuminated. After a few minutes, the system began functioning normally and the procedure proceeded normally. The procedure was completed successfully after a delay of 10 minutes because of this issue. The patient was not impacted.